Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device experienced a system controller fault alarm at home on (B)(6) 2022. The patient was unable to see the parameters on the display of their system controller. In the hospital, normal parameters were shown on the heartmate (hm) touch screen and log files were retrieved. When pushing the display button on the system controller, a constant tone alarm was heard. On the hm touch screen, the parameters flow, power, and pulsatility index (pi) disappeared. The speed remained visible. Within seconds, the flow, power and pi returned to the screen. The system controller was exchanged and there were no problems after the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed; however, the reported event of a constant tone alarm when pressing the display button was confirmed via testing. A review of the log files spanned approximately 17 days ((B)(6) 2022 ¿ (B)(6) 2022 per time stamp). On (B)(6) 2022 at 11:12, 13:32, and 13:45 while connected to the mpu, batteries, and power module respectfully, the controller experienced a signal issue where the controller is repeatedly reset. There were no atypical alarms leading to or occurring during this event. The controller returned to normal operation shortly after each time. There were no notable alarms active in the log file. During testing, system controller, serial (B)(6), would alarm/restart and intermittently lose connection to the monitor when the display button was pressed to navigate through the different display screens. The controller was opened to investigate this issue. When the housing was opened, it revealed a misaligned and bent ribbon cable that connects to the interface and pcb. This ribbon cable carries the signal from the ui to the controller. The ribbon cable was reseated properly and the issue resolved. The controller was retested and found to operate as intended during analysis. The controller was able to support pump function for extended operation. The root cause for the reported event was determined to be a misaligned ribbon cable from the ui to the main pcb. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot controller fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.